Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). The reason for calling is because something is wrong with the ins. The patient explained when they try to make adjustments to the therapy, an end of service (eos) appears. They noticed this message a month ago, but yesterday they couldn¿t turn the ins on or off. Patient services reviewed to follow up with a healthcare professional (hcp) so they were sent an hcp listings. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient indicated that it was normal end of service (eos). They have had it for 9 years already. Date of (B)(6) 2019, they would like to charge the battery and then the eos was coming up. They don¿t know the current status of the device. However, on (B)(6) 2019, it was reported that the patient will have a replacement surgery. It is still implanted until the replacement surgery. No further complications were reported/are anticipated.